Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that lid device did not function properly with device. It was determined that switch cannot be turned on lid. Therefore, the reported condition was confirmed. It was further determined that triggers were bound. The assignable root cause was determined to be due to wear on components. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the battery handpiece device operated intermittently. During in-house engineering evaluation it was observed that the device did not function properly with the lid device, the switch on the lid could not turn and the triggers were bound. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly